Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and is fractured on the medial side of the post. All pieces were returned. Review of the device history record found that one piece was scrapped for common cause/etch defect, which could be related to the reported event. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp was found fractured during sterilization on an unknown date. There was no patient involvement.